Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading issue with the adc device. The caller reported received an unspecified high sensor readings when compared to a competitor meter. The customer experienced symptoms of urination, loss of appetite, and had a loss of consciousness,¿ and was unable to self-treat and was unable to self-treat. The customer was treated with novo rapid insulin by third-party. There was no report of death or permanent impairment associated with this event.